Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported. Additional information received detailed that this rv lead was surgically abandoned because it fractured during a generator change. This lead was successfully replaced.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance anomaly. No additional adverse patient effects were reported.